Manufacturer narrative:
Conclusion: there is a temporal association between the patient event of fluid volume overload, dyspnea and subsequent hospitalization and pd therapy on the liberty select cycler. The patient was instructed to complete manual exchanges prior to the liberty select cycler replacement and she skipped treatments. It is unknown if the patient missed treatments on the replacement cycler as well as this is not documented. There is no documentation to show a causal relationship between the adverse event and the liberty select cycler. The reported issue of frozen screen was unconfirmed and the machine performed as expected during investigation testing. Per the medical records, the patient¿s heart failure was multifactorial exacerbated by the skipped dialysis treatments. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. On 04/04/2018 a peritoneal dialysis registered nurse [pd(rn)] for this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for approximately two years was hospitalized (B)(6) 2018 through (B)(6) 2018 for heart failure. During additional follow up with the pdrn and through review of medical records received on 04/05/2018, it was determined that the patient was admitted with severe volume overload likely due to missed dialysis treatments. Per the pdrn the patient was completing manual exchanges and skipped multiple treatments. The patient had minimally elevated non trending troponins (unknown values) likely due to demand. The patient appeared acutely ill and was dyspneic at rest sitting straight up. The patient also had a continuous cough (for several months) and was not able to clearly speak in complete sentences due to the dyspnea. During a review of patient systems she was found to have mild jugular vein distension, mild rhonchi and wheezes and a systolic murmur at the left sternal border. There was no peripheral edema noted. The patient was diagnosed with mild diastolic congestive heart failure likely multifactorial secondary to missed dialysis. The patient had significant cardiac history. The patient was scheduled for a nuclear stress test but needed to be postponed due to the heart failure not adequately stabilized preventing the patient from being able to lay flat to assess ischemia. The patient continued pd therapy during hospitalization but it is unknown if any fresenius products were utilized. The patient had 860 cc of ultrafiltration with dialysis on (B)(6) 2018 and had productive urine in response to intravenous (IV) diuretics. The patient¿s pd prescription was changed to use 4.25% dialysis solution and was also given an additional dose of 40 mg of IV lasix. The patient¿s oral lopressor was changed from daily dose of 25 mg to twice daily. The patient was discharged with improved status on (B)(6) 2018 (pdrn originally gave date of (B)(6) 2018) and was awaiting to complete a nuclear stress test on outpatient services.